Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported was unable to disconnect two infusion sets and was unable to use the infusion set event occurred on (B)(6) 2026. Patient replaced infusion set and resumed insulin deliveries successfully.